Manufacturer narrative:
The event/therapy occurred on an unspecified date sometime between (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken. This issue was found during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.